Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that there was foil wrapped around the additive port, the admin port was opened, and it appeared the fill port tubing was removed, which are indications of customer use of the product. The reported condition could neither be verified nor refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received an exactamix 2000ml eva tpn bag with a broken port. This was discovered before use of the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.